Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone, event site email) g1 g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e2 occupation. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, the customer asked for a quote for inspections and immediately for delivery of new ECG cables (damage to the insulation layer) and pressure transducers (no contact in the cable sockets). According to the customer, this is damage related to use. He noticed it when he turned on the pump before the therapy. The customer purchased consumables from fse 2 pcs. ECG cables.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp). ECG cables (damage to the insulation layer) and pressure transducers (no contact in the cable sockets) before the therapy when he turned on the pump. There was no patient involved.